Event description:
Per the clinic, the patient experienced an infection (cellulitis), skin breakdown and skin necrosis at the implant site (specifc date not reported), exposing the implant magnet. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted under general anesthesia on july 16, 2024. Reimplantation is planned but had not taken place at the time of this report.